Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733686, (software (B)(6)). No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system had no initial communication with the medtronic imaging system. The imaging system showed successful communication with the navigation system, but the spine software on the navigation system showed a dotted line and would not establish connection. The issue was resolved by rebooting the imaging system. There was no patient involved. The cause of the issue was not known.